Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly. The surgeon converted to a laparotomy and completed the procedure. The hosp has no additional info at this time.